Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm that was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Successfully downloaded history files and traces using thump. Pump error 130 was found in the pumps alarm history on (B)(6) 2025 at 17:29 and at 18:11. In addition, pump error 130 was noted in adapt history files on (B)(6) 2025 from 17:29:55.000 through 18:11:40.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. Sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case and battery tube threads - cracked. In summary, no alarms noted during testing of unit. Pump error 130 was confirmed due to moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.